Event description:
Patient was noted to have blood/saline mixture leaking out of postflow valve on to camera and floor. 300 - 500 cc of blood/saline mixture noted. An additional single valve attached, which stopped the visably detected leak.